Manufacturer narrative:
This event pertains to the previously submitted rr: 2025587-2021-03485. This report was filed to report the correct device associated with this event. Product analysis: the device was discarded; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a cerebral infarction occurred. No treatment was provided. Three days following valve implant, the patient passed away. The cause of death was the cerebral infarction that occurred during the procedure. Per the physician, the valve did not cause or contribute to the cerebral infarction; however, the relation between the delivery catheter system and the cerebral infarction was possible.